Event description:
Following fifteen minutes of surgery, the introducer broke approximately 3-4 cm under the skin. The surgeon made a 3 cm incision to remove the introducer

Manufacturer narrative:
Device was not returned for eval.